Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited oversensing of noise resulting in pacing inhibition and inappropriate mode switch episodes. The ra lead was capped and replaced during routine generator change out procedure on (B)(6) 2022. The patient was stable throughout the procedure.